Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis team. The instrument tube adapter was found to have a missing drive rod tip. A visual inspection for damage such as cracks, indentations, or missing material was performed and failed due to a missing tip inside the overmold. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the customer experienced an issue with the monopolar curved scissors. The customer reported event has no report of patient injury. Intuitive followed up but no additional information was available.